Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025; in order to reposition the device due to migration of receiver stimulator. Additional information has been requested but has not been made available as of the date of this report.